Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and uterine haemorrhage ("aub (abnormal uterine bleeding)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included arthritis, anxiety, osteoarthritis, irritable bowel syndrome, depression, deep vein thrombosis, hypercholesterolemia, myocardial infarction, pulmonary embolism, chronic obstructive pulmonary disease, knee injury and heart murmur. Previously administered products included for an unreported indication: xarelto. Concurrent conditions included overweight, knee pain (left), chronic back pain, dizziness, vertigo, shortness of breath, leg pain, chest pain, coagulopathy and uterine enlargement. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), nausea ("nausea") and vision blurred ("blurred vision"). The patient was treated with surgery (robot assisted total laparoscopic hysterectomy (uterus and cervix removed)) and surgery (robot assisted total laparoscopic hysterectomy (uterus and cervix removed)). Essure was removed on 5-aug-2016. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia, migraine, nausea and vision blurred outcome was unknown. The reporter considered menorrhagia, migraine, nausea, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: need for additional surgery most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added . Plaintiff demographics concomitant and historical condition added . Essure implant date and explant date updated, indication added. New events- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines/headaches, nausea, blurred vision, abnormal uterine bleeding were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.